Event description:
The hospital reported that during testing for an endoscopic vein harvesting procedure the t.w. Power supply (expired 10/30/2015) was plugged in, received a green light, but no power coming through the ac adapter. It was an electrical issue, there's no an intermittent, the power supply just doesn't work. There is no connection out from the power supply to the unit. No injury reported.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, e-3, g-4, g-7, h-2, h-3, h-10 h3 other text : discarded.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(6) updated section: b4, g4, g7, h2, h6, h10. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.